Event description:
In 2001, the cryopreserved pulmonary valve and conduit in question was implanted into a pt during repair of truncus arteriosus. A piece of native pericardium was utilized to complete the hood on the right ventricular outflow tract. Approximately four months later, the pt developed an aneurysm in the proximal portion of the outflow tract causing insuffciency, which required surgical intervention. The pulmonary valve and conduit in question was removed in 2001 and an 18 mm cryopreseved pulmonary valve homograft was implanted.